Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("inflamed appearing pelvis"), embedded device ("essure coil protruding deeply into the endometrium."), uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gallbladder operation, weight gain, fatigue and headache. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included libido decreased, chronic cervicitis, vaginitis and hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with metronidazole (flagyl) and surgery (endometrial ablation, total laparoscopic hysterectomy; bilateral salpingectomy and total laparoscopic hysterectomy; bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, embedded device, uterine perforation, fallopian tube perforation, genital haemorrhage and infection outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered embedded device, fallopian tube perforation, genital haemorrhage, infection and uterine perforation to be related to essure (ess205). The reporter commented: intraoperative findings: inflamed appearing pelvis with significant uterine erythema. Significant induration and obliteration of both the cervical canal as well as the uterine cavity. An essure found within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2018: evidence of what appears to have been essure coil protruding deeply into the endometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease , pelvic pain, uterine perforation." Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("inflamed appearing pelvis"), embedded device ("essure coil protruding deeply into the endometrium."), uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gallbladder operation, weight gain, fatigue and headache. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included libido decreased, chronic cervicitis, vaginitis and hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with metronidazole (flagyl) and surgery (endometrial ablation, total laparoscopic hysterectomy; bilateral salpingectomy and total laparoscopic hysterectomy; bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, embedded device, uterine perforation, fallopian tube perforation, genital haemorrhage and infection outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered embedded device, fallopian tube perforation, genital haemorrhage, infection and uterine perforation to be related to essure (ess205). The reporter commented: intraoperative findings: inflamed appearing pelvis with significant uterine erythema. Significant induration and obliteration of both the cervical canal as well as the uterine cavity. An essure found within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: bilateral tubal occlusion. Ultrasound scan: on (B)(6) 2018: evidence of what appears to have been essure coil protruding deeply into the endometrium. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease , pelvic pain, uterine perforation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.